Event description:
Caller reported an alarm 01 issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl or result in a ¿high¿ reading on the cgm. While on call, customer reloaded another cartridge, yet the issue persisted, leading to a request for a pump replacement. The original cartridge was available for return, and cts initiated an RMA for it. The call was transferred to csa for further assistance.